Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: a sample evaluation was performed. As received, one wavelinq catheter system including a venous and arterial catheter. The electrode appeared intact with some blood noted in and around the electrode housing. The electrode height was measured per wiq1428900 and was found to be approximately 0.86mm. Received one wavelinq catheter system and a sample evaluation was performed. A porcine tissue cutting test was performed on carotid artery tissue measuring 1.01mm. Energy was delivered but the device failed to cut tissue. The investigation is confirmed for failure to cut due to the results of functional testing. The investigation is unconfirmed for activation problem due to the results of functional testing. Based on the available information, the definitive root cause could not be determined. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: d4 (product catalog no), e3,h6 (patient, method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after three attempts to create an arteriovenous fistula (avf), the venous catheter allegedly failed to create the fistula. It was further reported that at one point the catheters were placed more proximal and the fistula still did not create. Therefore, the catheters were removed from the patient without incident. Reportedly a future fistula may be created at a later date. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an attempt to create an arteriovenous fistula, the device allegedly failed to create fistula. It was further reported that the device has an activation problem. There was no reported patient injury.